Event description:
The patient never had therapeutic effect. Since implant the device has never worked right. The patient has an appointment on (B)(6) 2014 to discuss a pain pump. He has been to his health care provider (hcp) 4-5 times for reprogramming over the year but they have never been able to get it to work right. An x-ray was done and lead placement looked okay. He would like a company representative to be at the appointment for programming. His hcp told him to leave his device off for two weeks but his pain was as good as it was with the device off or on, it did not make a difference. He was aggravated putting up with the device for a year. The patient later reported on (B)(6) 2014 that despite multiple programming attempts the device therapy has never been effective in treating his pain. There are about 4-5 different people who work with his managing hcp and he sees all of them at different times. They just ¿help a little here and a little there¿. One time about 3-4 months ago he came home and the next day ¿it didn¿t work¿ later clarified as ¿they told me I had to turn it off overnight¿. Putting up with this for a year has been irritating to him. It was stated ¿it hasn¿t been a month or more¿ since he saw a woman that checked the device out and did the best she could, someone else told him ¿it¿s hard to get it to work in the back¿. He has experienced acute pain in his back. His back kills him when he walks; therefore, he walks bent over all the time because he cannot stand the pain. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).